Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe was not cutting or aspirating properly during the surgery. The product was replaced and surgery completed with no patient harm. A product sample has been requested.

Manufacturer narrative:
The sample was returned for evaluation for the report of not properly cutting or aspirating; therefore, the condition of the product could not be verified. A review of the related device history records associated with reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. The sample was not returned by the customer and the device history record reviews associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).